Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatch to evaluate the iabp. The stm was able to confirm the reported issues, to correct it the stm replaced the tubing due to the crimping. The stm tested the iabp, however during testing the iabp had a continuous autofill failure, additionally the iabp would not safety disk test, and was failing the pneumatic interface module test. Upon further investigation the stm found the helium reservoir assembly was causing the failures. To fix this issue the stm replaced the helium reservoir assembly and retested the pneumatic interface module multiple times without any further failures. All functional and safety tests were passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service.

Event description:
It was reported by the customer service trained biomed that the cardiosave intra-aortic balloon pump (iabp) continuously failed all manifold tests during preventive maintenance (pm). The customer reported that the iabp had not been opened since it was shipped from the factory. The biomed reported that after removing the console cover, pinch tubing was discovered, additionally the daughter pcb battery was incorrectly (factory) installed on top of the fill manifold tubing. No patient involvement or adverse event reported.